Event description:
Patient with 9-year history of ongoing recurrent upper thoracic joint/connective tissue issues requiring ongoing physical therapy to maintain mobility and 6 total surgeries following bilateral breast subpectoral augmentation in (B)(6) 2011 with natrelle (allergan) 400cc implants. Constant pain, fatigue, brain fog, loss of significant range of motion to bilateral upper extremities began approximately 10-12 months following implantation. Patient subsequently developed bilateral adhesive capsulitis, unresolved with 3 arthroscopic release of capsule procedures on the lue and 1 arthroscopic rsoc to the rue. Patient also required thoracic decompression surgery with removal of left first rib and left anterior and middle scalene muscles to treat arterial thoracic outlet syndrome (diagnosed (B)(6) 2017). Extensive adhesive fibrous bands were discovered upon surgery which were intertwined with the thoracic vascular bundle and restricting the range of motion of the lue. Post-op the patient regained full internal rotation of the lue when pre-op, internal rom of lue was 0 degrees. Explantation completed (B)(6) 2018 with no significant improvement. Patient now on immunosuppressants therapy to decrease chronic inflammatory response. FDA safety report ID# (B)(4).